Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported the device was explanted and replaced for an unspecified reason. It is possible the device was replaced due to association of oversensing on the rv lead. No adverse consequences were detected.